Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to connector on lcd board half-locked during visual inspection; no damage to keypad traces noted. Unable to perform displacement test, pump self-test, operating currents measurements, off no power test, alarm test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.